Event description:
Hamilton medical ag received the following event description from hospital report: device error 9421 or 9907, alarm sound cannot be turned off, stop ventilation.

Manufacturer narrative:
According the report from the hospital: "after restarting the equipment, calibrate the flow sensor and oxygen concentration sensor, and install the simulated lung to work normally. After a period of time, an alarm will be reported again and the operation will stop. After contacting the engineer for maintenance, it is recommended to replace the battery and try again. After purchasing two 12v5ah batteries and replacing them, no further errors will be reported, and the operation is normal."

Manufacturer narrative:
According the report from the hospital: "after restarting the equipment, calibrate the flow sensor and oxygen concentration sensor, and install the simulated lung to work normally. After a period of time, an alarm will be reported again and the operation will stop. After contacting the engineer for maintenance, it is recommended to replace the battery and try again. After purchasing two 12v5ah batteries and replacing them, no further errors will be reported, and the operation is normal." Update: hamilton medical ag received further information: the device was produced in 2013. The battery was depleted. When the hospital replaced the battery, the defect was resolved correspondingly. The event was due to the failure to maintain and replace the battery in time.

Event description:
Hamilton medical ag received the following event description from hospital report: device error 9421 or 9907, alarm sound cannot be turned off, stop ventilation.

Manufacturer narrative:
According to the report from the hospital: "after restarting the equipment, calibrate the flow sensor and oxygen concentration sensor, and install the simulated lung to work normally. After a period of time, an alarm will be reported again and the operation will stop. After contacting the engineer for maintenance, it is recommended to replace the battery and try again. After purchasing two 12v5ah batteries and replacing them, no further errors will be reported, and the operation is normal." Update: hamilton medical ag received further information: the device was produced in 2013. The battery was depleted. When the hospital replaced the battery, the defect was resolved correspondingly. The event was due to the failure to maintain and replace the battery in time. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: hamilton medical ag noticed that the reported device (brand name: galileo; version / model / catalog number: 155060) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.

Event description:
Hamilton medical ag received the following event description from hospital report: device error 9421 or 9907, alarm sound cannot be turned off, stop ventilation.